Event description:
The customer called and reported the insulin pump was alarming with a check settings alarm, and the pump did not respond when he hit the act button. Customer's blood glucose was 312 mg/dl. Troubleshooting was performed and passed. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.